Event description:
During the mantra-paf investigator-initiated study, the patient had an ablation procedure performed in 2007 using a navistar thermocool tc catheter and a refstar external reference patch. The patient had an atrial flutter followed by cardioversion at about 6 onths later. The patient presented with atrial flutter in 2008, and had a re-ablation procedure using st jude products 2 months later. Then the patient had atrial flutter again atabout 3 months later, which resolved after hospitalization. All flutters were considered as possibly related to the rf ablation procedure or treatment.

Manufacturer narrative:
The event occurred after the procedure. The device was not returned for evaluation.